Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver a large enough bolus for a meal, and experienced an elevated blood glucose (bg) level of 385 mg/dl. The customer delivered a correction bolus to address bg level. Additionally, the customer reported receiving an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units, and after the deliver of 10.2 units of insulin, received a fill estimate of 105 units. The customer reloaded the cartridge successfully and received an accurate fill estimate.